Event description:
A call to technical services on (B)(6) 2011, states that patient had a previous st. Jude device. And complained, that he had shortness of breath. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).